Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error. Customer was recently diagnosed with diabetes. At the time of the call, the customer reported symptoms of nausea, headache and disorientation. Medical attention was not needed at the time of the call. Customer was not able to provide the lot number of the test strips. Information was provided to technician who attempted to call customer and was unable to reach. No further information was able to be obtained.